Event description:
It was reported the patient experienced ineffective therapy. Surgical intervention may be pending to address the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186ans, UDI: (B)(4); serial: (B)(4); batch: a000040618.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.